Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified pre-dilated lesion (50 percent stenosis degree) in the moderately tortuous lad. After deployment of the orsiro 3.0/26 and post-dilatation in the prox. Lad, it was attempted to deploy a 2nd stent in the distal lesion over a 2nd wire, but the previously stent could not be passed. During withdrawal resistance was felt. All devices were removed but the previously implanted stent came with the guidewires out of the patient. The two guide wires appeared to be tangled. The stent was observed to be elongated longer than 26mm and flattened.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. Only the stent was returned for analysis, entangled with two segments of two guidewires. The technical investigation revealed that the stent is severely deformed (i.e. Flattened) and elongated over its entire length. One of the two guidewire segments is threaded straightly through the center of the stent, the other guidewire segment is crossing through the stent struts at the distal end of the stent to the outside. The crossing guidewire could be identified as the re-introduced guidewire after the first stent has been implanted. The provided angiographic material was reviewed. The implantation of the first stent is shown including the pre- and post-dilatation. The complaint event of the difficulties in crossing the complaint stent with the second stent is not visible in the angiographic material. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause was determined. The root cause for the complaint event is most likely related to the guidewire which was re-introduced and crossed the struts of the complaint stent.